Event description:
The customer's mother reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 504 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. A tubing clamp was not available to perform the high pressure test. The customer had attempted to change the infusion set prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.